Event description:
Revision surgery due to a loose tibia and the cause is unknown. At about 5 years and 4 months post primary the surgeon revised the tibial tray and insert and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29 may 2024: lot 150340: (B)(4) items manufactured and released on 13-apr-2015. Expiration date: 2022-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.